Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced needle disengagement difficult. The following information was provided by the initial reporter: there have been reports from the ed about an issue with the 20g bd nexiva IV needles not releasing from the ic catheter after insertion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-mar-2023 . H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 6 sealed 20ga x 1.00in. Nexiva units from lot number 2312229. The report stated that there was an issue removing the needle from the catheter, a penetration and drag test was performed to determine if the catheter¿s drag force did not meet specifications, which may result in threading difficulty. The units met specifications for the pen and drag testing. The units were then attempted to decouple to observe any resistance in the device, but none was discovered. All units retracted successfully without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. The DHR for lot 2312229 has been reviewed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced needle disengagement difficult. . The following information was provided by the initial reporter: there have been reports from the ed about an issue with the 20g bd nexiva IV needles not releasing from the ic catheter after insertion.